Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Without closed samples and/or defective samples a proper analysis can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirements. Knot pull tensile strength results before releasing the product were 3.06 kgf in average and 2.95 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.79 kgf in average and 0.91kgf in minimum) degradation test results conducted on samples at 37ºc into sörensen buffer solution ph=7.4 for 14 days before releasing the product were 1.75 kgf in average and 1.66 kgf in minimum and fulfilled bbs requirement: 0.40 kgf in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the knots do not hold. The reporter indicated that all knots placed in the patient (animal), with a newly opened box of sutures, did not hold and caused incisional dehiscence. This event was received from an animal clinic.